Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm had occurred. The customer resumed insulin delivery and the alarm did not reoccur. Upon changing the cartridge, multiple cartridge alarm 19s were received using multiple cartridges. The customer used insulin injections for insulin therapy. Blood glucose was 154 mg/dl.

Manufacturer narrative:
The investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The reported alarm 19 was verified.